Manufacturer narrative:
Eval summary: the product was not returned for analysis. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 03/25/2011. (B)(4).

Event description:
An ophthalmic surgeon reported she converted to a trabeculectomy when the shunt failed to go through the cornea during implant surgery. Add'l info has been requested.